Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On (B)(6) 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on (B)(6) 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is (B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified lesion in the proximal left anterior descending artery. The nc trek 3.5 x 12 mm was intended to be used to treat the lesion. There was no resistance during removal of the stylet or protective sheath. The device was prepped prior to the procedure including soaking it in saline. When the device was at the lesion site, it was found that the balloon was unable to be opened to the nominal diameter under 12 atmospheres. The device was changed to another same size balloon and the procedure was successfully completed. There was no resistance felt during the process. The patient's final outcome was satisfactory. There were no adverse patient effects and no clinically significant delay in procedure. No additional information was provided.